Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5102789). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having vertigo, dizziness, nausea, headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of minor fine dust contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found 7 errors logged. The manufacturer concludes there was evidence of dust contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown.